Event description:
It was reported that the patient presented in the emergency room. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated. No intervention was performed. Attempted interrogation the following day, which was successful. The patient was in stable condition.